Event description:
It was reported that the patient underwent a surgical procedure during which the obtryx system - halo was implanted. Following the implantation, it was noted that the post-operative pain and discomfort were tolerable; however, in (B)(6) 2024, the patient developed severe and intractable pain localized to the groin and perineal regions. Subsequently, the patient was diagnosed with complex regional pain syndrome (crps), which affected the pelvic and thigh areas. In an effort to alleviate the intractable pain, the implanting physician offered the patient to undergo a partial vaginal mesh removal on (B)(6) 2024. After further evaluation by another physician, a total excision of the vaginal mesh, groin dissection, and cystoscopy were recommended to address ongoing pelvic pain, left groin pain, and associated pelvic muscle pain and spasms. Additionally, it was alleged that the patient also experienced vaginal, hip and leg pain. On (B)(6) 2024, the patient proceeded with a complete mesh removal surgery. Despite these interventions, the patient reports continued suffering, including pain, suffering, disability, impairment of mobility, impairment of sexual function, impairment of bowel and bladder function, mental anguish, loss of enjoyment of life, and medical expenses due to the implantation of the device.

Manufacturer narrative:
Block b3 date of event: the exact event onset date is unknown. The provided event date of november 20, 2023, was chosen as a best estimate based on the date of the mesh was implanted. Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block d4 unique identifier (UDI) #: detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block e1: this event was reported by the patient's legal representation. (B)(6). Block h6: the imdrf patient codes capture the reportable events of: e2330 - captures the reportable event of intractable groin and perineal pain. E2311 - captures the reportable event of discomfort. E2308 - captures the reportable event of muscle pain and spasms. E0206 - captures the reportable event of mental anguish. E1413 - captures the reportable event of sexual function impairment. E1311 - captures the reportable event of impairment of bowel and bladder. The imdrf impact code capture the reportable event of: f1202 - captures the reportable event of physical impairment/impairment of mobility. F1903 - captures the reportable event of complete mesh removal surgery.